Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device the identification number was not provided by the complainant.

Event description:
It was reported that the endometrial ablation procedure was successfully completed on a young and healthy patient. Post ablation hysteroscopy procedure was normal as well, no signs of perforation. The patient reported to the ER a week later and was transferred for emergency surgery. They found recto-sigmoid intestinal necrosis near the uterus. However, no sign of perforation of the uterus was noted. No additional details available.